Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lar procedure, the device was unable to fire and handle could not be squeezed, the tissue was held in jaws, then these two (2) reloads could not be fired. A new product was used in order to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance led an evaluation of two devices. Visual inspection of the cartridges of both loading units was fully fired both loading units anvil was severely bowed. In addition, both loading units anvil clamping mechanism was deformed and each knife-bar assembly was buckled. The knife blade of each instrument was damaged. Functional testing of the loading units found no abnormalities, each loading unit cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil, deformed anvil clamping mechanism, and buckled knife-bar assembly may occur under the following conditions: firing over tissue that is beyond the recommended thickness range; firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.